Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient hasn't had as much pain relief from their ins as they previously did, and the patient will be having their ins replaced as a result of this on (B)(6) 2021.